Manufacturer narrative:
(B)(4)

Event description:
It was reported that increased hv lead impedance was observed, suspected to be due to a connection issue. Patient was stable. No further information available.